Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: essure insertion date discrepancy noted 2006 & 2007. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: essure insertion date discrepancy noted 2006 & 2007. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metallic coil device is embedded at the right cornu.") In a 42 year-old female patient who had essure (ess205) inserted for female sterilisation. Concurrent conditions were listed as chronic pelvic pain syndrome, dysmenorrhea and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure (ess205) administration. The reporter commented: essure insertion date discrepancy noted 2006 or (B)(6) 2007. 3 coils were visible on right side. In similar fashion, attention was turned to left tubal ostium. Insert was carefully placed and coils were allowed to unwind. 7 coils were visible on left tube. Patient was taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnoses: a) cervix, uterus, bilateral fallopian 151 gram uterus, hysterectomy; -cervix: squamous metaplasia with acute and chronic inflammation, -endometrium: secretory phase endometrium, -myometrium: adenomyosis, and -serosa: no pathologic diagnosis. Oviducts, 2: metallic coil in right cornu; minimal histologic change. Clinical information: pelvic pain status post essure procedure : tvh with bs gross description: endometrium: pink-tan, granular with embedded metallic coil device extending to the left cornu. The endometrium is a thickness of up to 0.5 cm. Myometrium: pink-tan, finely trabecular. Metallic coil device is embedded at the right cornu. Fallopian tube 1: fimbriated with a length of 5.6 cm a diameter of up to 1.0 cm. No foreign material is identified within the fallopian tube. Fallopian tube 2: fimbriated end length of 5.5 cm a diameter of up to 1.1 cm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Event medical device removal is replaced with device embedded. Pathology report added. Reporter & patient aka name updated. Concomitant conditons are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, 5620 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal via total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: essure insertion date discrepancy noted 2006 or (B)(6) 2007. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new lawyer's reporter, physician's reporter, essure start date updated from 2006 to (B)(6) 2007, medical device removal onset date added, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.